Event description:
It was reported that the programmer's electrocardiogram (ECG) screen displayed a lot of artifact, even with no ECG cables connected. It was advised that the programmer be sent in for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.

Event description:
It was reported that the programmer's electrocardiogram (ECG) screen displayed a lot of artifact, even with no ECG cables connected. It was also reported the programmer had been dropped. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.